Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead dislodged on 3 occasions. A suitable spot was finally found, and the pocket was closed. The patient was moving to the stretcher rotated onto the bed and it was at this time that the lead was noted to have dislodged. The lead was again repositioned successfully. The patient was in stable condition.